Event description:
It was reported that the cockpit of the device blanked out while patient use. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The log file analysis could confirm that the cockpit of the device performed two separate restarts. The ventilation was not affected by the cockpit restarts and was being continued as set. The cockpit restarts were caused by an internal restart over the therapy control module. The log file analysis found no indication for a persistent hardware malfunction of the module. The exact root cause could conclusively not be determined. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.